Event description:
Caller alleged discrepant results compared with lab. Results as follows: date 2009; inratio 3.8; lab 2.8.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date 2009; inratio 3.8; lab 2.8; mean 3.3; confidence-limits 2.0 - 5.0. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Pt repeated the test and obtained the same values. The mean is the same and the results are not considered discrepant. No functional testing is required. No corrective action is required as no product deficiency was established. As of 2009, the meter is not expected to return. No further investigation is required at this time.